Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2b: additional product code: hsb. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. D9: complainant part is not expected to be returned for manufacturer. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for femoral trochanteric fracture with tfna nail, lag screw, traumacemtm v+ syringe kit, injection cannula and bone cement. This patient had severe osteoporosis. The surgeon completed the reaming of the femoral head and completed setting the lag screw into the inserter. Next, when the cement was ready to be used and the surgeon injected half the volume of cement from the blue syringe in the ap view and found that the lag screw was positioned excessively anterior to the bone head. The surgeon injected the cement but was concerned about the position of the lag screw and wanted to reinsert it. The sales rep informed the surgeon that the cement might harden during reinsertion, making additional filling impossible. The surgeon then removed and reinserted the lag screw, which returned to normal position. However, because the cement had hardened, additional filling was not possible, and in this state, a lateral locking screw and an end cap were inserted to complete internal fixation. The surgeon mentioned that the cause of the excessive anterior insertion of the lag screw may have been that the patient had osteoporosis, which caused the lag screw to move after insertion. It was also possible that the guide pin had been dislodged when reamed and the lag screw moved forward when the guide pin was reinserted. The surgery was completed successfully within 30 minutes delay. Patient status/ outcome: stable. No further information is available. Concomitant product details: unk - guides/sleeves/aiming: guide (part # unknown, lot # unknown, quantity - unknown), unk - end caps: tfna (part # unknown, lot # unknown, quantity - unknown), unk - screws: locking (part # unknown, lot # unknown, quantity - unknown), unk - reamers (part # unknown, lot # unknown, quantity - unknown). This report is for one (1) tfna scr perf l75 tan. This is report 1 of 1 for complaint (B)(4).